Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A followup report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleged a ventilator inoperative condition occurred. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on date 01/03/2023 for further evaluation. The device was evaluated on date 05/24/2023. There was no mention of visual findings to the external part of the device. Upon external/internal examination, product investigation lab (pil) is unable to confirm the alleged failure of the trilogy evo system pca. Visual inspection found no defects. Pil reviewed the original device error log and no e-156 errors. Pil installed the suspect component into the pil trilogy evo test bed, ran the device no unexpected errors were generated. Pil concludes the component operates properly. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there was no evidence of failure of the trilogy evo system pca. Section h10 corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to mechanical ventilator devices. The manufacturer received information alleged a ventilator inoperative condition occurred. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on date 01/03/2023 for further evaluation. The device was evaluated on date 05/24/2023. There was no mention of visual findings to the external part of the device. Upon external/internal examination, product investigation lab (pil) is unable to confirm the alleged failure of the trilogy evo system pca. Visual inspection found no defects. Pil reviewed the original device error log and no e-156 errors. Pil installed the suspect component into the pil trilogy evo test bed, ran the device no unexpected errors were generated. Pil concludes the component operates properly. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there was no evidence of failure of the trilogy evo system pca. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
The manufacturer previously reported receiving an alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.